Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. The customer removed the o-ring, successfully loaded a cartridge to address the event, and resumed insulin delivery. There was no impact to blood glucose.